Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information was made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient lost consciousness while taking a shower. The cause was cerebral hemorrhage, and a craniotomy was performed. The patient was hospitalized. Corrected information was provided that the patient had a temporary loss of consciousness but was now fine. The patient had regained consciousness and appeared to have no after affects. Log file review was requested, and the log file captured routine events.